Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: d8, h3 and h6/ correction on fields: b5, e2, e3 and h6 component codes "adhesive, and nozzle" were omitted in the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured.   The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was in the subject device. There was no damage to the area where the foreign material was detected, and reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use: instructions for use states the detection method in cf-q150l/I operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in cf-q150l/I reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
In addition to the cover and bending section, foreign material was also found in the adhesive of the bending section and in the device nozzle the device inspection.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the colonovideoscope exhibited foreign material in the c-cover (plastic distal end cover/probe cover) and a-rubber (black covering of the bending section). There were no reports of patient involvement.